Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by tatsuya sueyoshi, jon b. Meding, michael e. Berend, matthew j. Brunsman, and merrill a. Ritter. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "short-term outcomes with a second-generation uncemented stem in total hip arthroplasty," which retrospectively reviewed short term outcomes of bi-metric, 1497, and echo bi-metric, 1446, hip stems implanted between 1986 and 2014. All hips had a 100% survival rate after five years based on the study criteria and the authors noted that a posterior approach and larger head evidenced fewer cases of dislocation. Four patients were identified in the article that underwent total hip arthroplasties on unknown dates utilizing echo fpp stems. Subsequently, the patients underwent irrigation and drainage procedures due to unknown reasons. There has been no further information provided and the patient outcomes are unknown.